Event description:
Information received with return of the explanted device notes that post implant, when the telemetry wand was placed over the device, it either inhibited or paced at 30 ppm. Lead impedance measured >1990 ohms. After lead connection appeared normal, the pulse generator was replaced. The patient was pacemaker dependent with no escape rhythm.